Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient has been hospitalized. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following drain complications and distal extremity edema noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital presented with staphylococcus (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was also diagnosed with fluid retention (as opposed to overload as initially reported) as the patient¿s pd catheter (not a fresenius product) was occluded with fibrin which caused drain complications during pd treatments. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages and frequencies not reported) to address the infection while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6) 2025. The pdrn reported that the patient¿s peritonitis, catheter occlusion leading to fluid retention and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and continues ccpd therapy on the same liberty select cycler as before this event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by a fibrin-occluded catheter, leading to fluid retention. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to touch contamination during pd therapy as reported by a medical professional. Nonadherence to aseptic technique during pd therapy through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient has been hospitalized. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following drain complications and distal extremity edema noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital presented with staphylococcus (species not reported) in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was also diagnosed with fluid retention (as opposed to overload as initially reported) as the patient¿s pd catheter (not a fresenius product) was occluded with fibrin which caused drain complications during pd treatments. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages and frequencies not reported) to address the infection while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6) 2025. The pdrn reported that the patient¿s peritonitis, catheter occlusion leading to fluid retention and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered and continues ccpd therapy on the same liberty select cycler as before this event.